Manufacturer narrative:
The reason for this revision surgery, the agent reported "(bone fracture. F/66)." The previous surgery and the surgery detailed in this event occurred 49 days apart. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended and without incident. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary.

Manufacturer narrative:
See d4 expiration date, h4 and h11. Complaint has been evaluated and is similar to:1644408-2023-01477; pip-40, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to fracture.